Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed an e216 scope communication error message, displayed no image, and had white foreign material around the switches. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e216 error message and no image was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.